Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm. The customer's blood glucose was unknown at the time of the incident. The customer received a cannot find a sensor and they had to pull it out. Just put a new sensor today and is getting a cannot find sensor signal. The customer stated that there was no damage to the connection bridge or pins. The customer stated that the transmitter led blinked on and off. It was reported that they were unable to complete troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Device was connected to a test transmitter/sensor and monitored without any connection interruptions.